Event description:
It was reported that during a hemorrhoidectomy procedure, after having closed the stapler and localized the clips, in the act of removal of the device, the plastic components detached from the device making it difficult to extract the device. The procedure was prolonged for an unknown time. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.